Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient experienced feeling weak, tired, thirsty and dizzy. The parent took a fingerstick and the cgm reading was low (less than 40 mg/dl), and the blood glucose reading was 424 mg/dl. The parent administered 15 units of insulin every 3 hours, but symptoms continued, and when another fingerstick was taken at 05:00pm, the cgm reading was low (less than 40 mg/dl), and the blood glucose reading was 435 mg/dl. The patient was brought to the hospital by the parent. When a fingerstick was taken upon arrival, the blood glucose reading was 545 mg/dl. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous fluids and insulin, and lab tests were done. The patient was discharged the day after the event at around 11:00am. The blood glucose reading at that time was 189 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.